Event description:
The one touch ultra meter was reading inaccurately low. A pt reported blood glucose results of 118 mg/dl with a lifescan meter and 191 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. At the time of troubleshooting. It was verified that the meter was in the right unit of measurement (mg/dl) and that the meter was coded correctly. The pt's control solution was expired and therefore, a quality check could not be performed. The test stips were in good condition and within the expiration date. However, the test strip vial was reported to be cracked/broken. A replacement meter and test strips were sent to the lay user/pt.